Event description:
It was reported that the customer bolused at night for high blood glucose readings of 500 mg/dl, however customer begun vomiting and was taken to the emergency room. Customer's blood glucose readings at the time of the hospitalization were 600 mg/dl and also had diabetes ketoacidosis. Customer was treated and released the next day. Mother believes the issue was a bad site. Diabetes educator stated that the customer's target range setting was incorrect and so when he bolused he wasn't getting enough insulin to bring his blood glucose readings down. Mother believes the issue was a bad site. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.